Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- one depth gauge was returned for evaluation. The visual inspection confirmed that the hook is broken off from the slider body. The breakage occurred at the transition from the shaft of the hook to the slider body. The tip of the hook is in a very used condition, presenting nicks and scratches as well as some deformation. The fracture face is homogenous, which indicates material conformity. The complaint is confirmed; the hook is broken off as complained. The age and the very used condition indicate that this is an often-used instrument. This production lot (8452519) was manufactured in july 2013 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on these findings we conclude that this complaint condition is a result of high applied mechanical strain. It is also possible that this complaint condition was due to cumulative wear over the part's lifetime, causing material fatigue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.010.019, lot: 8452519, manufacturing site: hägendorf, release to warehouse date: 26.jul.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for open reduction internal fixation surgery for tibial shaft fracture. During the measuring length of the screw, the tip of the depth gauge was broke. There is no fragments in the patient. There was no surgical delay. Patient status was stable. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(6).